Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: 2017-76979.

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted the "device malposition, dislodgement or movement". Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device malposition, dislodgement or movement; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Review of the surgical case video demonstrated that the surgeon introduced the device anterior to the scleral spur and encountered resistance as he attempted to advance it into the supraciliary space. A small amount of bleeding occurred around the insertion site. The surgeon attempted several times to advance the device prior to retracting the applier guidewire. Following deployment of the device, several more attempts were made to advance the device without success. Prior to final irrigation/aspiration, it was clear, based on the distance of the device's proximal collar from the angle, that 2 to 3 retention rings remained in the anterior chamber; however blood partially obscured the view so that the precise number of rings could not be determined. Implantation instructions in the product instructions for use (IFU) specify that, if persistent resistance and/or bleeding that affects visualization is encountered during device implantation, the surgeon should consider terminating the case. The root cause is use error due to the product IFU not being followed properly for device placement and that if persistent resistance and/or bleeding that affects visualization is encountered during device implantation, the surgeon should consider terminating the case. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).